Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pace impedance resisted from an approximate baseline of 875 ohms to >2000 ohm the week ending (B)(4) 2013. Analysis of the device memory indicated a lead impedance out of range alert. The rv pace lead impedance alert occurred on (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a total of 15769 ventricular sic occurred since implant. Fifteen non-sustained episodes of <(><<)>220ms are recorded on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7232cx implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was noted to have oversensing and high impedance. A lead fracture was suspected. The lead remains implanted and no replacement procedure is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.